Event description:
(B)(6) septic arthritis [septic arthritis staphylococcal] (B)(4) is a serious spontaneous case received from a physician in united states. This report concerns a (B)(6) male who developed (B)(4) septic arthritis during treatment with euflexxa (sodium hyaluronate) solution for injection (route and concentration unknown) 2 ml, weekly, for osteoarthritis from (B)(6) 2017. The patient received the second injection of euflexxa out of three on (B)(6) 2017. It was reported that shortly after the second injection the patient developed staph aureus (sensitive to methicillin) septic arthritis. The physician reported that he used a local anesthetic to slightly numb the area before injection and in addition, there could have been many factors that could have contributed to the infection. The physician also reported that the lot number reported with this event was the same lot number they have in the office for additional euflexxa injections. The lot has been used on other patients who had not reported any problems. The physician reported that he felt euflexxa was a wonderful product and would continue to use it. The lot number associated with this adverse event was n10841a with expiration of 18-nov-2018. A preliminary investigation of the lot has been performed by btg. It concluded that there was no link between the described contaminant and the production process. Further investigations are underway. The event of (B)(6) septic arthritis was medically significant. Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of (B)(6) septic arthritis was not recovered. Concomitant medication use and medical history were not reported. Relevant laboratory values included: blood culture: no results, ni (negative), (B)(6) 2017. All events in the case were reported as serious. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: not provided. Company causality: not related. Other case numbers: case number, others (B)(4). This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.

Event description:
(B)(6) septic arthritis [septic arthritis staphylococcal] (B)(4) is a serious, spontaneous case received from a physician in united states. This report concerns a (B)(6) male who experienced (B)(6) septic arthritis during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 1 %, 2 ml, weekly, for osteoarthritis from (B)(6) 2017. The patient received his first injection of euflexxa on (B)(6) 2017. The second injection of euflexxa was administered on (B)(6) 2017. The physician reported that lidocaine 1% was also administered on (B)(6) 2017 prior to the knee aspiration and injection of euflexxa. It was reported that shortly after the second injection of euflexxa, (B)(6) 2017, the patient developed (B)(6) septic arthritis. The physician reported there could have been many factors that could have contributed to the infection. The physician also reported that the lot number reported with this event was the same lot number they have in the office for additional euflexxa injections. The lot has been used on other patients who had not reported any problems. The physician reported that he felt euflexxa was a wonderful product and would continue to use it. The physician reported the causality of the event as possibly related to euflexxa. The lot number associated with this adverse event was n10841a with expiration of 12-nov-2018 (same lot and expiration for both injections). A preliminary investigation of the lot has been performed by btg. It concluded that there was no link between the described contaminant and the production process. Further investigations are underway. The (B)(6) septic arthritis was medically significant. Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of (B)(6) septic arthritis was recovering/resolving. The patient`s medical history was significant for meniscectomy (prior to 1980), bilateral x-ray of the knee, physical exam (of the knee), chronic pain, and was a non-smoker. It was reported that the patient had a history of osteoarthritis, regular exercise, and was an active senior. The patient did not have a history of allergies, obesity, physical therapy, or rheumatoid arthritis. The patent's history of alcohol use was unknown. The patient`s past drug therapy was significant for dexamethasone (from (B)(6) 2017). The following concomitant medication was reported: lidocaine (from (B)(6) 2017). Relevant laboratory values included: blood culture: negative, ni (negative), (B)(6) 2017. All events in the case were reported as serious. At the time of reporting the case outcome was recovering/resolving. Below is a summary of the results of the investigation of lot n10841: s. Aureus was not recovered from the environmental monitoring samples performed in the filling suite or in the surrounding area during the production of euflexxa lot n10841. Sterility test were performed for samples from all batches of euflexxa manufactured between november 2016 and june 2017. All lots, including n10841, complied with the sterility test specifications. The disinfectants used in the filling suite are effective against s. Aureus strains. Based on the above, there is no evidence for the presence of s. Aureus in the euflexxa lot n10841a product whatsoever. Moreover, the environment in the aseptic filling process manufacturing areas was shown to be in a state of control regarding presence of objectionable microbial species during the months november 2016 to june 2017. Additional information was received on 01-feb-2018 from the patient's physician: follow up 01- medical history and past drug therapy added. Suspect drug concentration, start date, and dechallenge updated. Concomitant drug added. Serious event onset date and outcome updated. Correction of expiration date. Causality provided as possible. Narrative updated. Additional information was received on 15-feb-2018 from the manufacturers. They had conducted a full investigation of the batch and found no evidence for staphylococcus aureus in the relevant lot. Overall listedness (core label) is unlisted. Reporter causality: possible company causality: not related other case numbers: (B)(4). This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.